Event description:
Customer called stating that some of the segments on her adc meter's numbers on her readings are missing. While troubleshooting the meter issue, the adc customer service representative noticed that the customer was unresponsive to her questions, and the representative could hear the customer breathing. The adc representative called the customer's local paramedics and had them dispatched to the customer's home. A paramedic took over the call upon arrival, and stated the customer was found unconscious, and they received an hcp meter result of 39mg/dl. The paramedics treated the customer with IV glucose, and transported her to a local hospital. There was no follow-up information given. It is unknown if a diagnosis was made and what treatment was rendered at the hospital. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.